Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, v sensing integrity counts up to 14828; ventricular tachycardia (vt)-ns episodes with evidence of lead noise oversensing. Product ID: d354drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that there was high sensing integrity counter (sic) on the right ventricular (rv) lead. The sic seems to increase and decrease with no obvious reason. The patient had noise on the lead and was being monitored. The lead remains in use. No patient complications have been reported as a result of this event.